Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the measurement numbers and lines were worn off of a bd syringe luer-lok¿ tip which made it not possible to measure medication accurately. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
One open 10ml packaged syringe was received by bd canaan and confirmed to be from batch #7325658. The sample was visually evaluated. The syringe was found to have missing print. The print between the 4ml gradline and 9ml gradline is missing/illegible. The missing//illegible print observed in the sample provided is a rejectable condition at bd canaan. It appears that the printed image did not completely transfer from the print pad to the barrel during the printing process. Based on the evaluation performed the defect, as noted by the end user, can be verified. DHR review for batch 7325658: manufacturing dates: 11/29/2017 to 12/05/2017. Batch quantity was 504,000. Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7325658 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Incomplete image transfer from pad to barrel after a pad change or machine startup. It is possible not all affected barrels were contained and a limited number with this condition made it through to the final product.